Event description:
Physician inserted needle into pt for purposes of anesthetizing for a liver biopsy. As he injected, the pt complained of pain. He pulled out the needle and discovered that it had disconnected at the hub. Had to be removed under x-ray with forceps.